Event description:
It was reported that the rechargeable battery catching on fire during charging and falling off from the battery charger. A new replacement battery and charger were sent to the patient. No serious injury was reported.